Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.68 v and a 12.8 seconds charge time. Three months prior the monitoring voltage had been 2.83 v and the charge time was 8.2 seconds. There was a concern about the increase in charge time along with the rate of battery depletion. No adverse patient effects were reported. This device was later explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed mid-life behavior and recommended continuing to monitor the device via normal follow-up appointments. The available information suggests this device remains in service. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.